Event description:
Related manufacturer reference# 1627487-2019-06916 & 1627487-2019-06917. It was reported the patient underwent scs system explanted due to ineffective stimulation (exact explant date is unknown).